Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The customer reported that the instrument was non-functional. Failure analysis could not verify the reported event. The instrument passed all in-house testing, including recognition, engagement, energy delivery, and electrical continuity, demonstrated full range of motion and proper grip operation, and was fully functional with no product issues identified. Additional observation not reported by the site identified a frayed grip cable at the idler pulleys with some broken wires, though the cable was not fully severed. Functional testing on an in-house system showed the instrument moved intuitively. No discoloration, corrosion, contamination, or sharp/damaged components were observed that could have contributed to the cable damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the fenestrated bipolar forceps instrument had no function even though it still had life. The customer reported event has no report of patient injury.